Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was noted that the display was cracked and there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/013/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: during investigation, there was evidence of moisture contamination inside the battery compartment. A leak test showed leaks at the battery compartment cracked and the crack in the display lens. There was no battery cap returned and all testing was performed with a battery cap. Unrelated to the original complaint, the pump case was found to be cracked between the case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.